Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a part (unknown) which was connected to the pressure hose of oxygen outlet positioned on the rear section of the device that was not fixed. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated, and it was reported that the issue was confirmed. The service engineer (se) reported that the screw attached to the oxygen inlet retention plate was retightened to resolve the issue.

Manufacturer narrative:
E: (B)(6).